Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the costumer opened the package found that the device was bent. There was a surgical delay greater than 30 minutes. The procedure was completed with a competitor device.

Manufacturer narrative:
This event was re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event based on the fact that although there was a significant delay, according to the response received from complainant, the patient was not under anesthesia and the malfunction occurred before the procedure. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.